Event description:
The customer reported to olympus there was no image on the camera head prior to a therapeutic plasma cutting procedure. The procedure was completed with a similar device. The patient was not under general anesthesia at the time of the event and the procedure was not delayed more than 15 minutes. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device displayed no image due to a twisted cable and a rusty and corroded charged coupled device (ccd). In addition, liquid intrusion was found in the coupler. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device displayed no image due to a twisted cable and a rusty and corroded charged coupled device (ccd). In addition, liquid intrusion was found in the coupler. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus there was no image on the camera head prior to a therapeutic plasma cutting procedure. The procedure was completed with a similar device. The patient was not under general anesthesia at the time of the event and the procedure was not delayed more than 15 minutes. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. It was surmised that the communication and display failures occurred were due to a twisted cable. The display failure was also surmised to be caused by a faulty (rusted and corroded) charged coupled device (ccd) unit. The cause of the twisted cable could not be further determined. It was surmised that the cause of the rust and corrosion on the ccd unit was due to water invasion, as liquid was found inside the coupler. Olympus will continue to monitor field performance for this device.